Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed. Activated clotting time was in therapeutic range during procedure at 369 seconds. Immediately after releasing the 31mm watchman flx left atrial appendage closure device, a clot originating from the threaded insert was visualized attached to the device. The clot was monitored for some time after release during the procedure. It was noted that thrombosis was already occurring behind the face of the watchman device leading the implanting physician to believe the patient may be hypercoagulable. The patient had no complications or adverse events and woke up from anesthesia without neurological deficits. Follow up transesophageal echocardiogram the following day revealed some residual clot but believed to be reduced in size. Plan to continue oral anticoagulants for three months and to re-image.